Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section g2: corrected. Section h6, medical device problem code: corrected. This event occurred at (B)(6). Manufacturer's investigation conclusion: the report of a noise coming from the patient¿s pump could not be confirmed through this evaluation. A specific cause for the noise, as well as a direct correlation to the device could not be conclusively determined. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) with no further related issues reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient heard a noise that sounded like an intermittent alarm that came from the pump. The volume was minimal and the ambient environment was quiet. There were no alarms seen in the log files. The cause of the pump noise was unknown. The patient was asymptomatic.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.